Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -01.25 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and elevated intraocular pressure (iop). The problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic torn and haptic broken with fibre on lens surface. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).